Event description:
At the beginning of the procedure, a robotic hysterectomy, a uterine manipulator was placed. The balloon was not able to be deflated. We opened another large manipulator, and the balloon would not inflate. We opened a medium size and the balloon also would not inflate and deflate. Three manipulators had a balloon inflation/deflation malfunction. The fourth medium manipulator worked, and procedure continued without further incident. All three malfunctioning manipulators were removed from the field. Reference reports:mw5166816, mw5166817.